Manufacturer narrative:
Siemens has completed an investigation of the reported event. No further actions are to be taken as there is no negative awareness regarding the quality and performance of the affected component. The in-depth investigation could not provide a clear result as the system worked as specified again after a reboot. The evaluation of the log files showed that the system toggled back and forth between bypass mode and normal mode after the morning start. The reason for this was that the angiomatic of the generator did not reach a stable state. This meant that temporarily no radiation was possible. However, after a properly initiated reboot, the system worked again. This is desirable; however, the fact that the plant is no longer in fault mode also means that the cause of the fault can no longer be verified. The reboot led to the desired success and the error has not been reported again. The occurrence rate of the fault pattern was checked and a possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the system went into bypass mode. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.